Event description:
Pt alleges receiving the left implant on 11/15/89. Pt also alleges within the first 18 months (i.e. 1991), she expierenced painful nipple, uncomfortable tightness of the breast, and in the past two years the breast has become misshaped and very lumpy. Doctor alleges capsule contracture of the left breast and concern with silicone issue.